Event description:
Per the field clinical specialist (fcs) report, at the end of a transfemoral tavr procedure upon removal of the retroflex 3 22fr sheath the was an evisceration of the left common iliac to the left external iliac artery causing a major blood loss. The patient was noted to have had a history of left external iliac artery injury with a previous repair. The vascular surgical team planned to gain access for the tavr procedure then follow with a redo-vascular repair after the tavr was completed. The 23mm sapien valve via surgical tf approach was deployed in a 50:50 position without issue and with a good result. Post valve deployment the vascular surgery team began removing the delivery system and sheath for the pre-planned vascular repair. Echo was performed and a small effusion was noted. During further analysis of the echo, the patient was noted to have an extreme drop in systolic pressure to 29/11. The patient was put on bypass and converted to open heart surgery to gain control of the cardiac effusion. The initial thought around the pericardial effusion was that the nose cone could have pierced the left ventricle (lv), as the patient had a small lv. Once on bypass pump with a full sternotomy, the effusion was visualized and the pericardial effusion was drained. There was no lv tear or annular rupture noted. No further cardiac surgery was performed on the heart. The effusion was not significant and was not thought to be the primary cause of the patient¿s instability. Anesthesia stated they were still having difficulty stabilizing the patient and the patient was noted to have an increasing large abdomen. An emergent open abdominal surgery was performed. Fluoroscopy verified the left common iliac artery had been detached from the left external iliac artery above the vascular cut down access site. An occlusion balloon was inserted to gain vascular control followed with three viahban stents placed from the left common iliac artery, through the left external iliac artery to the left common femoral artery. The patient was transfused 6 units of packed red blood cells while on bypass. Patient was unable to be taken off the bypass machine and was declared deceased on the table by the physicians.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00088.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards lifesciences technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7.0mm. According to the information provided the mld of the access vessel measured 6.7mm with moderate calcification and no tortuosity. In addition, it was reported that the patient had history of left iliac artery injury with prior repair. The vascular surgical team had planned to gain surgical access and then redo the vascular repair during the tavr procedure indicating a high risk patient for vascular injury. This supports a conclusion that the event was likely caused by the mechanism explained in the technical summary mentioned above. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.